Event description:
It is reported that the broach broke off in the pt's canal and was not noticed until the post-op x-rays.

Manufacturer narrative:
Eval summary: it is unk whether proper surgical technique was followed for the rasping of the femoral canal. Additionally, exact field age of the instrument, frequency of use, and pt factors which may contribute to instrument performance such as bone quality and age are not known. Based on the known info and observations, the broach fracture was most likely caused by repeated off-axis loading. It is also possible that the pt bone quality, debris in the intramedullary canal, or dullness of the instrument may have contributed to the fracture. However, the exact cause of this situation cannot be determined with certainty at this time. As returned, the tip of the tapered rasp has fractured off the device and was left in the pt as indicated on the per device records indicate all components were manufactured and inspected to specification. Sem analysis was performed on the fractured surface which indicated that the instrument failed due to reverse bending fatigue loading. The rasp was dimensionally analyzed and found to be conforming. The teeth on the rasp were found to exhibit some damage. The rasp had a potential field age of approximately 17 months at the time of failure.